Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic part of jaw was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage and evidence of blood was observed on the tip of the exposed metal jaw. The silicone insulation on the cold jaw is exposed revealing the metal tip portion of the cold jaw, with part of the silicone insulation pushed away from the tip. The heater wire was observed to be bent away from the hot jaw, but remained attached at the tip of the hot jaw and at the base as well. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" as well as for the analyzed failure ¿material bent/twisted. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic part of jaw was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.